Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: a delamination total observed on the valve assessed as an adhesive failure. Additional observations: ¿ creases were observed. ¿ yellow particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Event description:
Physician noted "completely deflated". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.